Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's post-op condition after the revision surgery. After the revision surgery, the patient has fully recovered. On (B)(6) 2020, it was found the side of the device was omitted on the initial report. On (B)(6) 2021, the analysis was completed based off of a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed to be intact. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4) this report is for the right-sided prosthesis.

Manufacturer narrative:
On 11-feb-2021, the suspected medical device was returned for evaluation. On 22-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. Ultrasound performed on unknown date indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2010 based on available information. This report is for the one of the reported prostheses.